Event description:
Initial rbc folate result of 5.74 ng/ml. Same sample repeated recovered 1.72 ng/ml. Initial result was not reported. The field svc rep was unable to determine cause. The user reports no further occurrences.